Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the line broke at the distal point of the tubing causing chemotherapy to contact patient's skin and chair surface. The full dose was not able to be delivered to the patient. Although requested, there was no further details provided.